Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
New information received notes that the infection was diagnosed during in-clinic follow-up. Patient condition was stable.

Event description:
Related manufacturer reference numbers: 2017865-2023-15622 related manufacturer reference numbers: 2017865-2023-15623 related manufacturer reference numbers: 2017865-2023-15625 it was reported via product return that the patient presented with infection developed. The whole system, including the implantable cardioverter defibrillator, right atrial lead, right ventricular lead and left ventricular lead, was explanted and replaced later on (B)(6) 2023. Further information regarding the patient condition was requested but not received.